Event description:
Literature: kramer k, weber m, koulousakis a, lier h, krep h. [Intrathecal baclofen therapy. Overdose during replacement of a medication pump]. Anaesthesist. 2009;58(9):891-6. Summary: this article presents a case report of a patient with apallic syndrome who experienced an accidental baclofen overdose after pump replacement. Reportable event: the patient underwent a pump replacement and intraoperative check of the catheter. The intubation and positioning of the patient was unproblematic. The procedure was started after a short bradycardic phase which was controlled with 0.3mg of atropine. The intraoperative course was unremarkable. A brief increase in blood pressure and heart rate was noted 20 minutes after incision, so the anesthesia was intensified. The patient was given an IV ad 400mg paracetamol and 1.5mg piritramide 40 minutes prior to the end of the operation for postoperative analgesia, as well as 1mg granisetron to prevent postoperative nausea and vomiting and 2.5g of fosfomycin as antibiotic prophylaxis. The operation lasted 70 minutes with an intraoperative baclofen flow rate adjusted to 150mcg/day. Following surgery, it was 35 minutes before assisted spontaneous respiration was possible. After a further 20 minutes, the patient was extubated without incident. No intensive care bed was available, so the patient was transferred to another unit. The patient was stable with regard to respiration and circulation, and was normothermic. The patient continued to appear sleepy, even after an unusually long recovery phase with only a slight blink of the eye elicited in response to pain stimuli. No protective reflexes were present. This was initially interpreted as a result of general anesthesia. In addition, the degree of wakefulness was complicated by the patient's underlying medical condition. Two hours after transfer, the patient's condition declined. The patient was extremely sleepy, hypothermic, hypotensive, and bradycardic. The patient also reacted to painful stimuli only by eye blinking, no protective reflexes were present. Spo2 measured 90-95%. The patient also had muscular hypotonia. Blood gas analysis showed no pathological findings. A potential anesthesia complication was negated. Suspicion of an intraoperative bolus administration of baclofen during the pump change was expressed. The pump dose was reduced to 12mcg/day. The patient was normothermic and blood pressure and spo2 had stabilized after five hours. The patient then experienced increased spasticity and became increasingly restless. The baclofen dose was increased stepwise over the next two days to a final dose of 150mcg/day without complication. The patient's vital signs were stable at all times during the dose increase. The patient was discharged in good condition.